Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available. If any add'l relevant info is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a balloon rupture occurred. The balloon of the 12mm x 3.5mm quantum maverick otw catheter ruptured at 16 atms on the initial inflation. No pt complications were reported. Pt status is reported as "fine." Additional info has been requested regarding this event.